Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient experienced a loss of osseointegration. There are plans to convert the patient to a percutaneous baha implant system, however, this has not yet occurred as of the date of this report.